Manufacturer narrative:
H.6 investigation summary: a customer case was opened by bd service regarding bactec fx top 441385 sn (B)(6) requesting assistance with interpretation of results. The case was provided to the local service team and closed. This was a request for information and not a complaint of a bd instrument and thus the complaint is unconfirmed. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review is not applicable as there was no complaint reported. Quality did not receive samples for this complaint and therefore returned sample analysis could not occur. No root cause is established. Review of risk management files confirms there are no new or modified risks associated with this case. Bd quality will continue to monitor for trends associated with the failure mode described in this case.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false negatives are occurring. The following information was provided by the initial reporter: is the issue about false neg or false positive results? No false no positive, background issue with the sample did they subculture and gram stain the affected vials manually? What was the result? They have repeat the samples. Did they visually inspect the affected bottles? What was the result? Neg. Were patient samples involved?no. Were erroneous results reported to the clinician? No. Were patients treated based on erroneous results? No. If yes, was there any negative impact to the patient? No.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false negatives are occurring. The following information was provided by the initial reporter: is the issue about false neg or false positive results? No false no positive, background issue with the sample. Did they subculture and gram stain the affected vials manually? What was the result? They have repeat the samples. Did they visually inspect the affected bottles? What was the result? Neg. Were patient samples involved? No. Were erroneous results reported to the clinician? No. Were patients treated based on erroneous results? No. If yes, was there any negative impact to the patient? No.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.